Manufacturer narrative:
(B)(4). Investigation summary: customer reported there were 2 cracks in the tubing creating a large leak. The complaint was verified, and two large cuts close together were observed in the tubing. A device history record review for model 2420-0007 lot number 20065355 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 03jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause cannot be determined for the cuts, there are many ways these could have occurred. Manufacturing and assembly are not likely to have caused the issue, it is more likely accidental user error with a sharp object, or during transit. The cuts appeared to be rough rather than clean under the microscope, which could mean there were small punctures that grew and tore, rather than a single clean cut all the way through.

Event description:
It was reported that as lvp 20d 2ss cv had cracks in the tubing. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: 20065355. It was reported that there were 2 cracks in the IV tubing which resulted in medication leaking. Verbatim: while priming alaris pump IV tubing with propofol, I noted 2 cracks in IV tubing with propofol leaking all over.